Manufacturer narrative:
(B)(4). Device not returned for evaluation.

Event description:
It was reported that the internal threading of the implant (mva16) was damaged. The device remains implanted.

Manufacturer narrative:
No product was returned for inspection as the device remains implanted. No device lot number was provided so a device history record review and a complaint history review could not be performed. X-rays were provided from the customer for review. However, the thread damage could not be verified from the x-rays. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.